Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.10d, retainer ring=clear. Customer complained on (B)(6) 2021 the pump has low battery life. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing or in the pump trace download. However, unit received with corroded battery tube. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained keypad overlay, missing display window cover and faded serial number label. The p-cap/reservoir does lock properly. Pump passed displacement test, self test, active current measurement and sleep current measurement. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing or in the pump trace download. However, unit received with corroded battery tube.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.